Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt's battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. The root cause for the recessed connector pins could not be positively identified. No adverse event resulted from the defective power supply connector. The pt received a replacement battery charger/modem.